Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low and high blood glucose. Customer¿s low blood glucose was 41 mg/dl. The high blood glucose level was 350 mg/dl and 400 mg/dl. The customer treated with manual injection for high blood glucose. Customer also stated sensor had an auto mode redness screen. The customer declined troubleshooting for high blood glucose. The product will not return for analysis.